Manufacturer narrative:
A steris service technician collected water samples to be tested. The results identified that one of the critical chemical attributes of water quality was above the maximum requirements for the carbon-steel steam generator as stated in the amsco 400 operator manual (table 5-1. Required feed water quality for carbon-steel steam generators). The user facility is responsible for ensuring that their incoming water supply remains within the carbon-steel steam generator's operating requirements. The amsco 400 operator manual states (3-1), "water quality - supplied must be within specifications. Improper water quality adversely affects equipment operation." The technician notified the customer of the water quality test results and that their water quality is not meeting the required operating conditions. The user facility has committed to making the necessary improvements to their incoming water quality. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the amsco 400 sterilizer and found that the check valves were damaged. As the check valves were not working properly, this allowed steam to flow backwards causing damage to the water supply line and the reported leak to occur. The technician collected water samples to test the facility's incoming water, and the results identified that one of the critical chemical attributes of water quality were above the maximum requirements for the electric steam generator as stated in the amsco 400 sterilizer operator manual (table 5-1. Required feed water quality for carbon-steel steam generators). The user facility is responsible for ensuring that their incoming water supply remains within the electric steam generator's operating requirements. The amsco 400 sterilizer operator manual states (3-1), "water quality - supplied must be within specifications. Improper water quality adversely affects equipment operation." The user facility elected to have a third-party service provider replace the water supply line. Following the replacement, the steris service technician replaced the check valves, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported water leaking from their amsco 400 sterilizer onto the floor. No report of injury.